Event description:
It was reported that during the implant procedure, the physician performed a helix check before positioning the lead. It was noted the helix extended rapidly. The lead was opened and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The stylet/guidewire was kinked/buckled. Visual analysis of the lead indicated damage during use. The analyst noted that the kinked stylet could cause torque build-up and effect helix extend/retraction. If information is provided in the future, a supplemental report will be issued.